Event description:
A surgeon reported that during a cataract procedure, the system did not work properly. The settings were off and the visco mode did not perform the same way. In addition, the foot pedal was stuck with the irrigation on. The staff cleaned the foot pedal and the case was completed without further incident. The patient experienced vitreous loss and anterior vitrectomy was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).